Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111, 4109, 3331 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The product was not returned. The reported event could not be verified as the exact details of event were nonverifiable. - based on the evaluation, device malfunction could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. - monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. - DHR review was completed for the subject lot number (1218944). It was confirmed that all operations and inspections were executed as per applicable procedure. - complaint history review was performed for the reported lot number (1218944) for similar events and no other complaint was identified. - functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. - the complaint is related to the functional performance of the device. - based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period. - no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Device requested but not received.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw at site #15 is loose and the patient experienced discomfort.